Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire and an adverse event. The sensor was inserted into the abdomen on 08/10/2017. The patient's mother reported that she inserted the sensor into the patient's abdomen around 7:00am. It was indicated that the patient is a new dexcom user and the sensor insertion occurred as normal when compared to the previous few insertions. The patient's mother stated that the patient started to complain of pain at the sensor site, 5 minutes after attaching the transmitter. It was indicated that the sensor did start up and function. When the patient returned home from school, nearly 8 hours later from the sensor insertion, he was still complaining of pain. The patient's mother contacted dexcom and was advised to remove the sensor. It was reported that the transmitter was removed while the patient was still wearing the sensor pod and the patient's mother was unaware that this was the incorrect way to remove the sensor. Upon removal of the sensor, the patient's mother did not visualize the sensor wire. On (B)(6) 2017, the patient's mother called the endocrinologist and the endocrinologist advised her to monitor the affected area and to follow up if she observed any signs or symptoms of inflammation or infection. Over the next few days, the patient did not experience any signs or symptoms or inflammation or infection and the pain subsided. On (B)(6) 2017, immediately after the patient had a warm bath, the patient's mother noticed the sensor wore sticking slightly above the skin where the sensor was inserted. After wiping the affected area with the alcohol swab, the sensor continued to protrude above the skin and the patient's mother was able to successfully remove the entire sensor. At the time of contact, the patient was doing okay. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the patient removed the transmitter before starting sensor session. Dexcom labeling indicates: do not remove the transmitter before removing the sensor pod from your body.